Manufacturer narrative:
This MDR was generated under protocol (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found right, and left plunger cases are broken (physical impact). Results of the pump event history log review showed a primary audible alarm background (bgnd) test alarm. The technician was unable to determine the intermittent cause of the error. The technician replaced speaker as a preventative measure and replaced plunger case seal (missing), cleaned, greased and calibrated. The technician performed all functional test which passed.

Event description:
It was reported that primary audible alarm background (bgnd) test was displayed. No patient injury was reported.